Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings:there is no visible damage to the keypad. The up, down, and contrast buttons have an intermittent response. The ok button responds properly. No buttons are sticking. Removed the keypad and found contamination under all button contacts. No moisture seen from the outside of the pump. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found evidence of moisture inside the pump case.